Event description:
Customer reported his adc freestyle libre sensor detached after 2 days of wear while "putting on and removing clothing". Customer further reported that on (B)(6) 2018 he experienced a loss of consciousness and was found by his wife and she treated him with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor kit was reviewed, and the DHR showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report. Brand name has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. No customer phone number was provided. Erroneous phone number (B)(6) was entered for successful MDR electronic submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor detached after 2 days of wear while "putting on and removing clothing". Customer further reported that on (B)(6) 2018, he experienced a loss of consciousness and was found by his wife and she treated him with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.